Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab the md inserted the sheath into the pt's right femoral artery. After inserting the intra-aortic balloon (iab) the pump alarmed "purge failure" as the balloon did not inflate. As a result, the iab was removed with the sheath as one unit and the md requested another iab for the insertion. There was no reported pt death or injury. Medical/surgical was required. There was a delay in iab therapy of "at least 10 mins." Reference MDR #1219856-2011-00003 for the second event involving the same pt.